Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp unit. The facility has opted to perform their own repair of the unit. The biomed reported that while performing a pm on the iabp unit, the voltage of the solenoid driver board did not meet specifications and testing failed. The biomed adjusted the switch; however, this did not fix the problem. The biomed replaced the solenoid driver board, the voltage met specifications and testing passed. The iabp was cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by the facility biomedical engineer (biomed) that the blood detection sensor failed on the board of the cs300 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.